Manufacturer narrative:
Locking cap received with minimal visual damage, there is anodize discoloration on the sd25 face and thread major diameter. The saddle has flattened threads on one side only. All described nonconformities are post manufacturing. The major and pitch diameter was measured and met specifications and the raw material cannot be verified with niton material analyzer due to lack of area. The investigation is ongoing.

Event description:
Patient was implanted with matrix hardware on an unknown date. Post-operatively, patient complained of pain. X-rays, MRI, and a CT scan showed a fracture at t7-8, above the matrix instrumentation. Patient returned to the o.r. On (B)(6) 2013 for revision surgery. As surgeon was removing the matrix screws, surgeon noticed that two locking caps were loose. It is reported that in revision surgery, surgeon removed four screws in total to shift the rod, and implanted an additional matrix above the fusion to connect to the existing rod. An additional eight screws and another two rods were added. It is reported that surgery went well. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device used for treatment and not diagnosis. The locking caps were received in relatively good condition with only minor discoloration and scratches on the top surfaces. There are no signs of damage that would affect the function of locking to the pedicle screws. If the locking caps are not final tightened with the torque -limiting handle, 03.620.061, per the matrix technique guide, the locking caps can potentially become loose. The materials for the locking caps were reviewed and are adequate for the intended use. The design risk assessment is adequate for the intended use. It is not know whether or not the torque limiting handle was used during the initial procedure.